Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155927

Event description:
Voluntary medwatch received states the left ventricular lead had an infection and was explanted on an unknown date. No adverse patient effects were reported.